Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin- contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2012 a zoll territory mgr (tm) contacted zoll customer support to report that a (B)(6) male pt had a skin rash. Customer support contacted the pt's wife who reported that the pt just had heart surgery and was in the ICU. On (B)(6) 2012, the tm reported that the pt suffered two heart attacks within 8 hours while not wearing the device. She reported that around 3:00 am on (B)(6) 2012 blisters from the pt's rash burst, so the pt was taken to the hosp. The lifevest was removed after the blisters erupted. The pt experienced the first heart attack while in route to the ER. The pt was then transferred from the ER to another hosp which is where the second heart attack occurred. The pt's doctor reported that the pt would be in the hosp for a week, but wanted the pt to continue wearing the device once he recovered. The clinical outcome of the skin irritation is unk.